Event description:
International affiliate reports, the most proximal bone/screw interface failed, resulting in the need for revision surgery. No additional details have been provided. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The polyaxial screw is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contributed to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.